Event description:
Catheter lodged in patient required removal in ir after attempts to remove on unit. When removed, all markings from catheter that were within the vein were off. Catheter measured appropriately with physical measurement of catheter.

Manufacturer narrative:
The actual device was returned for evaluation. A guide wire was also returned within the sample and it was inserted in catheter lumen. The guide wire was removed with no issues. The visual observations on the returned sample confirmed that no tick marks are present in most part of the catheter tubing length. Five tick marks are observed close to the catheter tip; therefore, the marking was present prior to catheter being used. Some stretching is observed on a small portion of the catheter tubing, this could be an indication of resistance during removal. No other abnormalities or defects were noted. Comparing the problem description and the results of sample evaluation to the risk management documentation and the instructions for use, the resistance during catheter removal most likely was due to rapid removal of insertion site prior to removal leading to vasoconstriction. The provided IFU contains explicit instructions for catheter removal. The operating procedures and the risk management documentation were reviewed to determine the cause of failure for the missing tick marks issue, the issue may be related to the mixing of the ink, due to excessive or insufficient reducer, or insufficient mixing time; however, the review of the device history records revealed no discrepancies which may account for this issue; therefore, the cause of failure is indeterminate.